Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices blower was failing. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for onsite repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the reported blower error cannot be reproduced. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required for this event at this time. If additional information is received the complaint file will be reopened.